Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the broach handle has fractured at the weld. The broach handle is covered in bio debris and has nicks on the handle body. The central rod component is also seen disassembling from the main body. No product was returned; further visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the surgeon was backing out a broach using the handle and the strike plate broke from the broach handle. A different broach handle was used to successfully remove the broach. The case was finished successfully. No additional information available for the reported event.